Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time. Updated information received on (B)(6) 2013: it was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui and pop. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, recurrence, bleeding and dyspareunia. It was reported that patient underwent mesh revision on (B)(6) 2008 due to erosion. (B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted. It was reported that patient underwent mesh revision on (B)(6) 2006 due to protrusion. No additional information was provided.

Manufacturer narrative:
(B)(4).